Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with subcutaneous insulin via pen backup noted, and pump logs showed normal operation with meal and correction boluses; the user had completed one infusion set change with an inset 23" and planned a full supply change with instructions to check for issues such as a bent cannula. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included review of pump logs and troubleshooting and education with the user regarding a full supply change and inspection of the infusion set, cartridge, and connector. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.